Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 the patient experienced an issue that four-infusion sets did not go into their skin while insertion process, customer stated feels like canasters did not have enough pressure to push through the skin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.